Manufacturer narrative:
Analysis description: final analysis found that the inner coil was fractured at 33.3cm from the connector pin, which created an open circuit. The damage found likely resulted in the reported loss of capture. It was noted that a guidewire was inside the lead and was fractured at the same location. The guidewire was likely left in the lead during the implant procedure and caused the fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation the left ventricular lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.